Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain, major instability and loosening of the tibial component at cement to implant interface. Unknown cement was used. Bone scan has shown tibia loosening and surgeon wanted it revised. After initial incision it was noted the stabilized poly was broken at the spine and extremely worn. She was revised to a full tc3. After the revision she was stable through a full range of motion from flexion to extension. The patella was left intact although it has some wear. Doi: 10 years ago; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.